Event description:
A nurse reported the trocar/infusion line popped out of a pt's eye during a procedure. Subsequently, there was a decrease in eye pressure and a choroidal hemorrhage was noted. The case was completed with a 20 gauge infusion cannula. The nurse indicated that this event was the result of the surgery itself and is not blaming any alcon product.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause could not be determined. (B)(4).